Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, a2, a3, b4, b5, d1, d3, d4, d6, g3, g4, g6, h2, h6. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years, four (4) months due to aortic regurgitation. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure concluded with great result and a resulting gradient of 6mmhg on tee. The procedure concluded with a great result and mean gradient of 6mmhg observed on tee with no pvl. Per the physician, there was no premature malfunction of the disabled surgical valve.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to aortic regurgitation. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure concluded with great result and a resulting gradient of 6mmhg on tee.